Event description:
It was initially reported that the device was displaying the svc wrench icon and had logged a fault code. There were no reports of pt use associated with the reported failure. Upon eval of the device by physio-control it was observed that the device would not deliver therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. This failure was isolated to the analog pcb assembly. Further eval of the removed pcb assembly found that leg 5 from a transistor, designator t2, had an open solder joint which caused the device to log the fault code and also prohibited the device from delivering therapy. The cause of the reported failure was determined to be leg 5 from a transistor, designator t2, which had an open solder joint. A replacement device was provided to the customer.